Event description:
It was reported that the user experienced leaking insulin cartridges and bleeding at infusion sites while using the ilet pump, prompting a switch to another pump and a plan to resume ilet use later. Investigation included a review of potential handling and setup contributors with user interview and product history review. Customer care provided support that of this case revealed no apparent user error and suggested a possible cartridge integrity or compatibility issue associated with the reported lot. Symptoms included infusion site bleeding. Outcomes included product replacement of cartridges and completion of troubleshooting without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient objective evidence of a specific failure mode.